Manufacturer narrative:
Insert was examined and hipot and connectivity test conducted; instrument passed both tests. There was no problem found with the device. We think it's possible that the doctor was using settings that were too low; this outcome is consistent with low settings.

Event description:
Allegedly, during a tubal ligation, jaws stuck to tissue causing difficulty when removing resulting in injury to the vessels. Injuries were repaired and bleeding stopped during procedure and procedure was completed. Patient in good condition post procedure.